Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sutures of two proglide devices were successfully pre-placed in the rcfa and the lcfa. The sheath was upsized to greater than 10f and the procedure was completed. Hemostasis was achieved with the pre-placed sutures in the rcfa. After successful knot advancement of the two proglide sutures in the lcfa, blood was still coming out. The suture of a third proglide device in the lcfa was deployed; however, the suture did not come out when the plunger was removed. A fourth proglide device was was deployed in the lcfa and the knot was successfully advanced but blood was still coming out. Hemostasis was achieved via cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture retrieval issue was confirmed as a link separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.